Event description:
It was reported that the device was explanted in 2008 after an implant duration of 80 months. It is unk if the device explant was attributed to the device as no other details were provided.

Manufacturer narrative:
Device not returned.